Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation (af), a faradrive steerable sheath clear was selected for use. At the end of the procedure, the physician noticed the valve had backflow and was leaking. The procedure was already completed successfully, and the sheath was removed from the patient. No issues occurred during preparation and use of the sheath. There was no damage to the luer. He leak was a slow steady drip. A pressure bag was used for irrigation. No patient complications occurred. The device is not expected to return as it was disposed.